Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device was received with operating currents within specifications. However, unit received with corroded battery tube. Unit was monitored and no blank display anomalies, failed battery test, weak battery alarms, battery out limit alarms noted. Device passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms or unexpected restart alarms noted. Device passed the dat test. Device was received with cracked case at the display window corners, broken reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump broke. The customer changed the battery and the insulin pump was working but kept giving them extra insulin. They woke up in the morning and had low blood glucose so they ate. The insulin pump went blank while they were wearing it. They received a failed battery test with a new battery. The customer reports that the insulin pump alarmed an unexpected restart. The customer's blood glucose level was 190 mg/dl. Troubleshooting was performed. There was a weak battery alarm, failed battery alarm, bad battery, and battery out limit alarm in the alarm history. The insulin pump will be replaced due to the battery issues, reservoir not showing the correct amount of insulin, and device turning off without an alarm. The device was returned for analysis.